Event description:
It was reported that the patient received an inappropriate therapy due to double counting of wide qrs complexes. The oversensing was noted on a stored egm. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.